Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned as part of the asset return process. The evaluation found the camera cover had a dent, switch 1 was worn, the paint on the air/water cylinder and suction cylinder was peeled, the angulation wires were worn and the up direction was out of specification, the up/down knob had play out of specification, the mouthpiece was loose, the water removal function was insufficient, the adhesive on the protective coating of the bending portion of the device was cloudy, cracked, and chipped, the objective lens was chipped, scratches were on the switch 3, switch 2, control unit, image guide protector, protector of the universal cord on the control section side and the scope connector side, the universal cord, and connecting tube, the indication on the scope connector was peeled, and the connecting tube was wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis lucera colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that foreign material was in the nozzle of the device and on the body control unit. This report is being submitted for the event found during evaluation. There was no patient involvement.